Event description:
It was reported that there appeared to be a missing alert transmission from the remote monitor. The monitor was transmitting successfully previously. There was a patient alert, and the physician indicated there were no "new automatic transmissions available." The patient tried a manual transmission, and this also did not work. The patient reported there were no changes in connectivity or with the telephone provider. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported failure.